Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: during investigation, the pump was powered on and the display was found to be clear, legible, and functioning properly. Moisture was observed in the battery compartment. The original complaint of a blank display screen issue was unable to be duplicated. Unrelated to the original complaint, multiple cracks were observed in the battery compartment. A leak test was performed and a leak was identified at a crack in the battery compartment. The pump cover was opened and no further moisture was identified.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.